Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: material no.: 2426-0500 batch no.: unknown it was reported that the tubing came apart at a fused area during medication infusion.

Manufacturer narrative:
H.6. Investigation: customer reported the tubing came apart at fused area, and returned the affected sample for investigation. The fused area is the inlet of the second smart site, and the complaint of separation is verified. Microscopic analysis was conducted on the sample, and this determined that the root cause was insufficient solvent on the tubing. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. H3 other text : see h.10.

Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed. Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. FDA notified: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). Device manufacture date: unknown. (B)(4). Investigation summary: customer reported the tubing came apart at fused area, and returned the affected sample for investigation. The fused area is the inlet of the second smart site, and the complaint of separation is verified. Microscopic analysis was conducted on the sample, and this determined that the root cause was insufficient solvent on the tubing. This is a known issue for manufacturing, and is being trended. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: customer reported the tubing came apart at fused area, and returned the affected sample for investigation. The fused area is the inlet of the second smart site, and the complaint of separation is verified. Microscopic analysis was conducted on the sample, and this determined that the root cause was insufficient solvent on the tubing. This is a known issue for manufacturing, and is being trended. We are working towards fixing the issue and lowering the rate this failure is happening.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: material no.: 2426-0500, batch no.: unknown. It was reported that the tubing came apart at a fused area during medication infusion.